Event description:
During a remote follow up, episodes of post paced t wave oversensing were observed on the device. Technical support was contacted and recommended reprogramming. Reprogramming was performed, however, additional episodes of post paced t wave oversensing were observed. Additional reprogramming is anticipated but has not yet been performed. The patient was stable.

Event description:
Additional information was received indicating additional reprogramming was performed to resolve the event. The patient was stable.